Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported left side "rupture" of a saline implant. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, yellow particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5, d.1, d.2, d.4, g.4, h.3, h.6.

Event description:
Healthcare professional reported left side "rupture."